Event description:
It was reported that the patient was unable to adjust they stimulation from their implantable neurostimulator (ins). The patient had the ins device off since about a week ago and underwent radiation. A few days ago when the patient attempted to turn on the ins they observed a ¿call your doctor¿ icon with a power-on-reset (por) condition. The por was then cleared at the time of report which resolved the reported issue. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).